Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Visual review of the returned device determined the device to be fractured. The hammer has signs of wear & embedded foreign particles on the black handle. The distal strike plate surface has many impact marks. The fracture occurred near the threaded shaft¿s junction into the handle. Material analysis of the distal fracture surface shows a mostly granular fracture surface with no visible signs of fatigue, suggesting an overload fracture. There is no reason to suspect the device was nonconforming when it left zimmer biomet control. The root cause can be attributed to wear of the device.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Event description:
During the removal of a tibial nail, the slap hammer handle fractured, however no fractured pieces fell into the patient and the nail was successfully removed.